Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 563 mg/dl. Reportedly, the customer did not request enough insulin to be delivered through a bolus. Customer delivered manual injection of insulin to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.